Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: instructions for use wash hands before and after this procedure. If placing or removing this product for another person, wear gloves. Setup 1 if using continuous wall suction, always use the minimum amount of suction necessary. Connect the canister setup per facility protocol. Set suction to 40 mmhg and adjust as needed. Different setups require higher suction typically between 60-100 mmhg. 2 before placing the product, curve it to fit the users anatomy. This helps the product stay in place. 3 if using continuous wall suction, securely connect the product to the suction tubing. Placement 4 have the user lie on their back with knees bent and thighs apart (frog legged) or on their side before placing the product. With their legs open, check the skin for irritation or breakdown, and clean the female anatomy. 5 spread the inner labia and keep them spread while placing the product. With white wicking material side facing the user, place the bottom end of the product between the buttocks, but not as far back as to cover the anus. Gently tuck white wicking material side between the inner labia, directly against the urethra (where the urine comes out). 6 make sure the inner labia wrap around the product and are not tucked under it. Once the product is in place, slowly close the legs and make sure the vent hole is not covered. See product diagram on page 1 for vent hole location. Removal 7 open the legs and gently spread the labia. Gently pull the product away from the body. Keep suction on while removing the product. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state, and federal laws and regulations. Maintenance: 8 replace the product every 12 hours or if soiled with feces or blood. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient states that she would like to return the pw100 because the flex wicks are causing uti with redness and irritation. It is unclear if troubleshooting was performed or if lot number was requested. No additional information was provided. (Female wicks used) it was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: instructions for use wash hands before and after this procedure. If placing or removing this product for another person, wear gloves. Setup 1 if using continuous wall suction, always use the minimum amount of suction necessary. Connect the canister setup per facility protocol. Set suction to 40 mmhg and adjust as needed. Different setups require higher suction typically between 60-100 mmhg. 2 before placing the product, curve it to fit the user's anatomy. This helps the product stay in place. 3 if using continuous wall suction, securely connect the product to the suction tubing. Placement 4 have the user lie on their back with knees bent and thighs apart (frog legged) or on their side before placing the product. With their legs open, check the skin for irritation or breakdown, and clean the female anatomy. 5 spread the inner labia and keep them spread while placing the product. With white wicking material side facing the user, place the bottom end of the product between the buttocks, but not as far back as to cover the anus. Gently tuck white wicking material side between the inner labia, directly against the urethra (where the urine comes out). 6 make sure the inner labia wrap around the product and are not tucked under it. Once the product is in place, slowly close the legs and make sure the vent hole is not covered. See product diagram on page 1 for vent hole location. Removal 7 open the legs and gently spread the labia. Gently pull the product away from the body. Keep suction on while removing the product. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state, and federal laws and regulations. Maintenance: 8 replace the product every 12 hours or if soiled with feces or blood. Correction: b, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient states that she would like to return the pw100 because the flex wicks are causing uti with redness and irritation. It is unclear if troubleshooting was performed or if lot number was requested. No additional information was provided. (Female wicks used). It was unknown what medical intervention was provided. Per additional information received via email on 26aug2025, the first time they used pure wick they were surprised by the force of the motor. The pull was very annoying and uncomfortable. It kept patient up all night. They called the help line number, and a very nice lady explained that because patient complained of leakage, patient had not placed the wick correctly and that it should be molded to patient body by folding the wick. The next time they used it there was no leakage; however, the pull of the motor was extremely uncomfortable and again kept patient up all night. In the morning, when patient removed the wick, they saw a drop of blood on it, and patient was very sore. That was when patient contacted their doctor and was told to come to office. Doctor examined patient and said that the area was swollen and irritated. Doctor suspected a uti. A urine sample was given, and doctor prescribed an antibiotic. Although they know that it occurs frequently to older women, patient had never been diagnosed with one. Per additional information received on 08sep2025, (B)(6) is a patient under my care. (B)(6) was seen in the office (B)(6) 2025 to evaluate and treat her complaint of vaginal pain and burning after use of the purewick this week. Upon her visit, vulvar erythema, positive for urinary frequency, and urinary urgency was noted. (B)(6) was advised to continue to use purewick along with lubricants on vulva and was empirically treated with a prescription for macrobid while obtaining final urine culture results. The pathogen that was evident in the final urine culture results was enterococcus faecalis > 100,000. (B)(6) was then informed to complete the appropriate prescription for her acute urinary tract infection.

Event description:
It was reported that the patient stated that they would like to return the pw100 because the flex wicks were causing uti with redness and irritation. It is unclear if troubleshooting was performed or if lot number was requested. No additional information was provided. (Female wicks used). It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.